Event description:
Device malfunction: none. Symptoms/ae: stroke. Time of symptoms/ae: 21 days post procedure. It was reported that 21 days post right internal carotid artery xact stenting procedure, the patient was found conscious on the floor at home. The patient was re-hospitalized. CT of the brain revealed cerebellar stroke and the stent to be patent. Plavix was continued and physical therapy pursued. Reportedly, the patient was transferred to a rehab facility and the condition is improved. Though requested, no additional information was provided.

Manufacturer narrative:
Study event. The device was not returned to abbott vascular for analysis. Stroke is a possible adverse event associated with carotid stenting as stated in the xact instructions for use. A review of the finished device lot history record did not reveal any non-conformities, which could have contributed to the reported event.